Event description:
It was reported by a getinge service territory manager (stm) that during preventive maintenance (pm) performed the cardiosave intra-aortic balloon pump (iabp) has the label connector peeling off. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced the label that was peeling up in the corner. The unit passed all calibration, functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by a getinge service territory manager (stm) that during preventive maintenance (pm) performed the cardiosave intra-aortic balloon pump (iabp) has the label connector peeling off. There was no patient involvement, and no adverse event reported.